Manufacturer narrative:
The customer¿s report of a possible incorrect dose delivered was confirmed. Specific drugs or fluids programmed could not be identified in the event log review as the data set was not provided, however the following information from analysis of the event log appears to match the reported event. The pcu event log shows that at 5:39 pm on (B)(6) 2016 pump module s/n (B)(4) was programmed to infuse drugid 66 at a rate of 32ml/hr. At 6:35 pm the rate was changed to 64 ml/hr. The infusion continued until 12:53 pm on (B)(6) 2016. Between 8:37pm on (B)(6) 2016 and 10:44am on (B)(6) 2016 the rate was changed multiple times between 128ml/hr and 64 ml/hr. The volume recorded as being infused during the infusion was 1312.472ml. At 5:40 pm on (B)(6) 2016 pump module s/n (B)(4) was programmed to infuse a basic infusion at a rate of 3.5ml/hr. The infusion continued until 12:54 pm on (B)(6) 2016. Between 8:38pm on (B)(6) 2016 and 12:44am on (B)(6) 2016 the rate was changed multiple times between 7ml/hr and 3.5 ml/hr. The volume recorded as being infused during the infusion was 74.503ml. The root cause of the reported event was identified as user programming. Devices not received, log review only.

Event description:
Intended programming was tpn at 32ml/hr from 6pm-7pm then 64 ml/hr from 7pm-1pm then 32ml/hr 1pm-2pm, and lipids-3.5 ml/hr x 20hrs, each programmed as a primary infusion under guardrails. The customer has stated that an internal investigation showed the event was due to a user error. There is no report of patient harm.

Manufacturer narrative:
Concomitant medical products: syringe tubing; syringe; (3)pri tubing; therapy date unknown. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the possible administration of an incorrect dose of an unspecified medication. There is no report of patient harm and no further details have been provided.